Event description:
User rotated c-arm lao with the table mounted lead shield in the path. The support bar for the shield snagged the oil line, and pulled it off of the tube. Oil was pumped into the room, and onto the pt.